Event description:
I had my lasik surgery done at (B)(6). The procedure itself went well, and my follow-up appointment the monday after surgery (which was done the previous friday evening) also seemed fine. However, once I returned to work the following week--which involves being on the computer most of the day--I started experiencing several concerning symptoms. I began seeing floaters and felt like I was underwater. Soon after, I started feeling sharp, shooting pain behind my eyes. I became very sensitive to sunlight, my vision became blurry, and I could no longer read or watch tv comfortably. Despite using the prescribed eye drops regularly, my eyes feel extremely dry and irritated--almost like there's gravel or sand in them constantly. I initially thought these symptoms would pass with time, but it's now been almost a month, and I'm still struggling with these issues daily. I reached out to (B)(6) for another follow-up but was told they couldn't get me in until june 4th. Ironically, they were able to schedule my consultation and surgery almost immediately before the procedure, but now that I'm having complications, the urgency seems to have disappeared. This experience has led me to question the quality-of-care at (B)(6). I can't help but feel that the procedures are rushed and impersonal as if it's a [invalid]-cutter" operation managed by doctors who may not be fully trained or are operating under supervision. I would not recommend (B)(6) to anyone. When it comes to your eyes--something so critical to your quality of life--it's worth paying more to see a well-reviewed, highly trained specialist. The symptoms I'm experiencing post-surgery blurry vision, floaters, eye pain, and persistent discomfort are deeply distressing and have triggered significant anxiety. I hope sharing my experience helps others make a more informed decision when considering lasik.